Event description:
It was reported that a malfunction occurred with the customer's pump, indicated by malfunction code 12, but further details on malfunction reason were unspecified. There was no adverse impact to the customer¿s blood glucose level, and it was confirmed that the level did not exceed 500 mg/dl. Technical support provided instructions to the customer on how to reset the pump, and the customer planned to follow up after obtaining the necessary charging pad to complete the reset. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.